Event description:
During t2 recon nail surgery, the surgeon used the new target device (recon mode). When the surgeon inserted the protection sleeve to the target device, because the sleeve hole of target device was tight, protection sleeve was not possible to pass through the sleeve hole of target device. The surgeon inserted the protection sleeve partway, and inserted guide pin to the pt bone. However, the guide pin came off from screw hole of the nail. Therefore, the surgeon removed guide pin, and used solid drill. The surgeon requested the investigation of the target device.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.